Event description:
Patient fractured upper right arm which required surgery. It is alleged that patient was doing initial training drive. She was traversing an area of uneven ground to a sidewalk. At this point there are conflicting accounts. She either fell off the scooter or the scooter tipped over.